Event description:
It was reported that the device will not recognize the battery. There was reportedly no patient involvement.

Event description:
It was reported that the device will not recognize the battery. There was reportedly no patient involvement.